Event description:
Report rec'd of an incident where there was an inability to inject an unspecified solution through a stopcock that was attached to a clave extension set. The physician was performing an unspecified procedure where he was "looking for holes in the pt's heart." The physician attempted to inject through the stopcock but the unspecified solution would not flow. The reporter indicated that there was a delay in performing the test, but no negative sequelae. Although requested, no further info was provided.